Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized. Customer was vomiting, had diarrhea and fever of 104 degrees. Customer was taken to the emergency room. He was not wearing the insulin pump due to not having infusion sets. Customer's mother explained that his last set was pulled out because the insulin pump fell to the carpet. Customer was not wearing the device 4.5 to 5 hours prior to the hospital visit. Mother stated that customer may have had a stomach virus. Customer had large ketones prior to leaving to the ER but did not have any when blood work was done. Blood glucose value was 257 mg/dl. Nothing further reported.